Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left gastric artery using ruby coils. During the procedure, while advancing a ruby coil through a px slim delivery microcatheter (px slim), the ruby coil was unable to advance further than halfway in the px slim. Therefore, the ruby coil was removed and the procedure was completed using a new ruby coil and the same px slim. It should be noted that the physician used a rotating hemostasis valve (rhv) and used continuous flush.there was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the embolization coil was intact with the ruby coil pusher assembly. The embolization coil had offset coil winds along its length. There was clotted blood inside the introducer sheath. Conclusions: evaluation of the device revealed an embolization coil with offset coil winds along its length. This type of damage can result from repeated attempts to advance or retract the coil against resistance. The embolization coil was not able to be retracted back into its introducer sheath and, therefore, was not functionally tested with a demo px slim. The px slim mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.